Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose with blood glucose of 37 mg/dl at the time of the incident. The customer was at 79 mg/dl after being treated for the low. The customer was given glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated their meter had a different reading from the paramedics meter. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device communicated properly with the test blood glucose meter. The test value of 85 mg/dl was sent by the meter and received by the device. No device or meter communication anomaly noted. Device uploaded properly using carelink. Device had cracked battery tube threads. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The information the was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that the information was not applicable and customer was decline to provide.